Event description:
Healthcare professional reported "grade 3 bilateral capsular contracture of biocell implants". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture and anxiety-product/procedure was received on july 15, 2025, with lot number 1472574. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "grade 3 bilateral capsular contracture of biocell implants". This record is for the left side. Device was explanted and replaced.